Event description:
The manufacturer received information alleging a cylinder separated from the ultrafill device. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged foam particles in the humidifier and device is noisy. There was no report of serious or permanent harm or injury. Section b5 has been corrected and should be reported as: the manufacturer received information alleging foam particles in the humidifier and device is noisy related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Corrected information was provided in section g1. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-07306-1 was incorrectly created. Please disregard the previous MDR.